Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a no delivery alarm. The customer¿s blood glucose was 404 mg/dl at the time of incident. Customer stated that the insulin pump alarmed no delivery and the had issues with infusion set site insertion. During no delivery troubleshooting, customer confirmed that the insulin exited after a 5 unit fixed prime has been delivered. Customer also reported to have experienced a high blood glucose of 404 mg/dl and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The infusion set is being replaced and is expected to return for analysis. Insulin pump is not returning for analysis.